Event description:
On 12/18/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9239ag univers vaultlock® augmented glenoid 4.5 mm inferior drill was worn down and not connecting properly. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/31/2024: there was a case delay of two minutes. The case was completed using a different instrument. There were no reported adverse effects on the patient due to the issue. This was discovered during a reverse procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is wear and tear incurred over repeated use.